Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at ths time. Full eval will occur upon receipt of the returned product.

Event description:
Bruise - cheeks [contusion] stabbed cheek - inside mouth [mouth injury] brushhead fell off [device breakage]. Case description: a mal consumer reported that in (B)(6) 2014 while using an oral-b vitality series toothbrush, the oral-b dual clean brushhead that came with the toothbrush fell off and stabbed him in the cheek. He had a bruise that had recovered. He had been using the brushhead for a week. He had the toothbrush for 4 months. A scratch test was completed by the consumer; the oral-b logo did not come off. The toothbrush had not been dropped.